Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the peritonitis. Seven days after the event onset, the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. The peritonitis event was ongoing at the time of death. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available as the reporter declined follow up.